Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd discardit¿ ii syringe had particles detach inside the syringe. The following information was provided by the initial reporter, translated from french to english: particles detach from the syringe itself in the syringe. The can be seen in particular when the syringe is filled with nacl.

Manufacturer narrative:
H6: investigation summary: a device history record review was performed for provided material number 309210 and lot number 1181061. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, two pictures of the affected sample were provided for evaluation by our quality engineer team. Through examination of the pictures, white particles were found inside the syringe barrel. As the picture samples were sufficient to confirm the reported issue, the physical sample was not needed for analysis. We have concluded that the particles are composed of the slip agent used in the manufacture of this syringe product. This slip agent is used to facilitate the movement of the plunger along the barrel. During the manufacturing process, the lubricant forms a microscopic layer in the internal/external walls of the barrel. When the plunger is moved backwards during the filling of the syringe, most of this microscopic layer of lubricant is dragged behind the plunger and a small quantity still remains inside to allow a good sliding performance during the injection operation. This is a normal process and the syringe would not work without the presence of this lubricant. The most restrictive food additives regulations from different countries allow a maximum level of 0.2 % of lubricant. The specification for the quantity of lubricant used in the barrel of bd two piece syringes is below this limit. A toxicologic material risk assessment for the slip agents used in bd discardit ii 2-piece syringes indicate an extremely low to negligible risk of adverse effect in this clinical application. Based on the evaluation conducted, it is concluded that the reported white particles are inherent to the product design and material and should not represent any risk if the product is used according to the normal clinical practices. H3 other text : see h.10.

Event description:
It was reported that the bd discardit¿ ii syringe had particles detach inside the syringe. The following information was provided by the initial reporter, translated from french to english: particles detach from the syringe itself in the syringe. The can be seen in particular when the syringe is filled with nacl.